Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a rolling black bar on the top of the monitor. There was no full loss of image, but part of the live image was cut off, causing a partial image loss. A replacement tower was used to complete the medical procedure